Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was not confirmed as no evaluation results are available. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The customer used the dc adaptor in his son's car, and the adaptor got hot and melted at the piece where it plugs in.